Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department for evaluation and the customer's report was not duplicated under testing. The device was subjected to extensive troubleshooting which included full defib functionality testing without any discrepancies. Review of the device's history logs does show occurrences of the reported message. The aux connector was replaced proactively. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode=dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.